Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that there were high capture thresholds that was causing intermittent loss of capture by the pacemaker. The patient reported feeling dizzy and weak. The physician changed the patient's medications which caused the threshold values and capture to return to normal. The patient was in stable condition throughout.